Event description:
It was reported a patient enrolled in a clinical study underwent a right total knee arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2003 due to infection. Tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown; date implanted - unknown ; PMA/510(k) number ; manufacture date ¿ unknown.